Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had received multiple alarm 22s. The customer's blood glucose (bg) level ranged from 152 to 391 mg/dl. The customer delivered a bolus to address the bg level. After each alarm, the customer resumed insulin delivery. The customer stated that the pump was worn in a pocket without being in a case with a set of keys. Tandem technical support advised the customer to wear the pump in a case as other objects could accidently be pressed against the wake button and the alarm 22 would be triggered. The customer acknowledged the information.